Event description:
The patient experienced a change in stimulation. An x-ray (date not reported) indicated that the lead had migrated from t12 to t1. The lead was revised. The titan anchor was noted to have 3 sutures tied to it and patient's lumbar dorsal fascia at the time of the revision. The patient recovered without sequela.